Event description:
It was reported that the patient had an artificial urinary sphincter removed due to an erosion. The cuff will be replaced in about 6 months.

Event description:
It was reported that the patient had an artificial urinary sphincter removed due to an erosion. The cuff will be replaced in about 6 months. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was replaced on (B)(6) 2019.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient had an artificial urinary sphincter removed due to an erosion. The cuff will be replaced in about 6 months. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Additional information: analysis results, evaluation results and conclusion code.